Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a post-operative check 10 days after implant this right ventricular (rv) lead had decreased sensing and increased thresholds. The patient was taken back in for surgery to reposition the lead, however after 50 turns with the rotation tool the helix would not extend. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements throughout these tests were within normal limits. Laboratory analysis was unable to conclusively determine the root cause for the helix extension issues, and an x-ray was performed with no anomalies. It remains unknown what contributed to the helix extension issues during attempted lead re-positioning.